Event description:
It is reported that: pt received recall notification from the surgeon. Pt complaints of pain, stiffness, tightness and soreness in the groin, the incision site down to the knee since (B)(6) 2012. Pt reports blood work and MRI show altr with elevated cobalt and chromium levels, metallosis, pseudo tumor on the hip. Surgeon recommends revision surgery.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.